Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer's daughter reported customer received a reading of 238 mg/dl on their freestyle lite meter that was higher when compared to a reading of 20 mg/dl from hcp meter of unknown brand as the customer was incoherent and experienced diaphoresis. The customer was reportedly treated with glucose intravenous infusion on the scene and further transported to a local hospital via paramedics where she was diagnosed with hypoglycemia and received "glucose treatment" with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.